Event description:
It was reported that the patient presented to the hospital due to receiving therapy. Review of the egms showed noise. During evaluation, the lead was not sensing and capturing properly. The lead had dislodged and was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.